Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured tibial articular surface provisional was returned under worn instrument program. No additional information is available to report at this time.

Manufacturer narrative:
Reported event is confirmed by examination of the returned products as the lateral feature was fractured. The device also exhibited signs of repeated use. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined, however, the fracture is consistent with a previous investigation which identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.